Manufacturer narrative:
Siemens healthineers is conducting a detailed investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono biplane system. During an interventional procedure, no system movements were possible. The patient had to be moved, and the procedure was continued an alternative system. We have no indications of any adverse effects on the health status of the involved patient.